Manufacturer narrative:
Siemens filed the initial MDR 04-dec-2018. Additional information (27-dec-2018): the customer reported that the operator that was injured has returned to work after going to the emergency room, and the operator will receive injections every six months for treatment. No other medical information was provided to siemens.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the glass water trap. The customer ran quality controls and calibration, which passed. If the water trap lid was tightened before it was removed, there is a potential that glass could crack when the user is trying to remove the lid. The cause of the broken water trap is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
An operator of an advia centaur xp instrument received a cut on his hand when trying to remove the glass water trap, which was full. The glass cracked and fluid in the water trap leaked onto the operator's hand. The operator was wearing personal protective equipment (ppe). The operator went to the emergency room for treatment. There are no known reports of adverse health consequences due to cut on the operator's hand.